Event description:
It was reported that the handpiece began overheating in the technical services dept, this was not being used during a surgical procedure. There was no pt involvement and no adverse consequences.

Event description:
Customer reported receiving results of 139 mg/dl on 6/29/10 and 88 mg/dl on (B) (6)2010 on her freestyle lite blood glucose meter. Customer also reported that she had not been feeling well while she was traveling. Upon arriving home on (B) (6) 2010, she reportedly experienced fatigue, weakness, vertigo, nausea and subsequently lost consciousness. No third-party emergent intervention was reported. Customer self-treated by drinking juice. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
A device history review of the meter was performed. This report corrects that statement and includes that a device history review of strip lot # 0721827 was also performed. The device history review for the reported lot indicated the device was performing within its performance claims and met the manufacturer's quality specifications prior to its release. This is a final report.

Manufacturer narrative:
It should be noted: customer was called in follow-up to clarify if she had obtained any readings on the day of the medical event or if there were any reasons why she was unable to test, but customer was unable to provide any additional information. It was also noted the customer was attempting to test using expired test strips ((B) (6)2009). This is an initial report. An investigation will be undertaken upon receipt of the customer's products. A final report will be sent when the investigation is completed.

Manufacturer narrative:
As product was not returned and no test strip lot was reported with this complaint, a DHR of the meter was requested. The device history review for meter (B)(4) indicated the device was performing within its performance claims and met the manufacturer's quality specifications prior to its release. This is a final report.

Event description:
Patient education completed for clean catch urine. Patient tried to push down suction catheter on cap instead of removing the lid. Patient pricked finger during the process.====================== health professional's impression======================patient did not use device appropriately.